Manufacturer narrative:
Additional info: additional information was received and it was learnt that the customer did not retain the cartridge. Therefore updated conclusions code. Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During manufacturing the operators inspect the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the product is not an implantable device. If explanted, give date: not applicable, as the product is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the tech advanced the lens in a 1mtec30 cartridge, the cartridge split at the end. Reportedly, the cartridge did not reach the patient, as this event was during handling and prior to insertion. No additional information was provided.